Manufacturer narrative:
(B)(4) inspected 2 opened/used enlite sensors and performed visual inspection. Reliability analysis found 1 of 2 sensors had a needle bent inside sensor. (B)(4) was unable to confirm customer received sensor in the condition they stated due to customer returning an opened/used sensor. The needle was separated from the sensor on the 2nd sensor. The complaint was against the serter.

Event description:
Customer's father reported via phone call sensor serter anomaly on the insulin pump. Customer's blood glucose level was 150 mg/dl. Troubleshooting for sensor remaining on pedestal was performed. Customer advised they had issues with multiple sensors. Customer advised one of the sensors had the needle pop out and then a new needle was placed inside the serter. Customer advised the other sensor they placed in 3 days earlier and it gave a sensor error along with sensor end change sensor. Customer was advised that the sensors would be replaced and agreed to return the sensors for analysis.